Event description:
It was reported that 3 months following spinal surgery, during a routine follow up to add growth rod extension, it was noted that two of the three universal clamp implants had shredded and disconnected. The patient had no symptoms relating to the event. It was noted that the surgeon had not cauterized the bands during the initial implant surgery and that the construct had been implanted in conjunction with non-zimmer hardware. The entire construct was removed and the patient's status was reported to be fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause is user related as the product was used with a device not identified as compatible in product labeling. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.